Event description:
A device was returned to a service center in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. There was no report of patient harm or injury. A trilogy 100 ventilator was returned to a third-party service center for foam remediation on the device. There was no harm or injury reported. During the evaluation of the device at a third-party service center, the device was visually inspected and found no evidence of foam degradation. However, the device failed test steps related to (positive flow verify and o2 low flow). The device came only for remediation and will be returned to the customer unrepaired. The sound abatement foam was replaced preventatively. Additionally, during the evaluation error codes in relation to check circuit, and internal battery depleted) were recorded in the device event log unrelated to the reported malfunction. The internal battery was charged, and the tubing was reconnected to address the issues. The software was upgraded. Dust was observed on the blower box. Preventative maintenance was not required.